Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had presented to the clinic and the right atrial lead exhibited alerts for noise. The lead was noted to be fractured. The lead was successfully capped and replaced. The patient was discharged in stable condition.